Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found multiple flipped bits in the product code caused a high current drain which resulted in the premature battery depletion and backup operation of the device.